Manufacturer narrative:
Related reported numbers 3000240707-2025-00125 3000240707-2025-00126 3000240707-2025-00127 3000240707-2025-00128 3000240707-2025-00129 3000240707-2025-00130 3000240707-2025-00131 3000240707-2025-00132 3000240707-2025-00133 3000240707-2025-00134 3000240707-2025-00135 3000240707-2025-00136 3000240707-2025-00137 3000240707-2025-00138 3000240707-2025-00139 3000240707-2025-00140 3000240707-2025-00141 3000240707-2025-00142 3000240707-2025-00143 3000240707-2025-00144 3000240707-2025-00145 3000240707-2025-00146 3000240707-2025-00147 3000240707-2025-00148 3000240707-2025-00149 3000240707-2025-00150 3000240707-2025-00151 3000240707-2025-00152 3000240707-2025-00153 3000240707-2025-00154 3000240707-2025-00155 3000240707-2025-00156 3000240707-2025-00157 3000240707-2025-00158 3000240707-2025-00159 3000240707-2025-00160 3000240707-2025-00161 3000240707-2025-00162 3000240707-2025-00163 3000240707-2025-00164 3000240707-2025-00165 3000240707-2025-00166 3000240707-2025-00167 3000240707-2025-00168 3000240707-2025-00169 3000240707-2025-00170 3000240707-2025-00171 3000240707-2025-00172 3000240707-2025-00173 3000240707-2025-00174 3000240707-2025-00175 3000240707-2025-00176 3000240707-2025-00177 3000240707-2025-00178 3000240707-2025-00179 3000240707-2025-00180 3000240707-2025-00181 3000240707-2025-00182 3000240707-2025-00183 3000240707-2025-00184 3000240707-2025-00185 3000240707-2025-00186 3000240707-2025-00187 3000240707-2025-00188 3000240707-2025-00189 3000240707-2025-00190 3000240707-2025-00191 3000240707-2025-00192 3000240707-2025-00193 3000240707-2025-00194 3000240707-2025-00195 3000240707-2025-00196 3000240707-2025-00197 3000240707-2025-00198 3000240707-2025-00199 3000240707-2025-00201 3000240707-2025-00202..

Event description:
The following has been reported: an increase of air alarms has been noticed by several independent departments after upgrading the vp pump from sw 4.1 to 4.2b. The alarm rate is alot higher than before and no air in the lines are found after receiving the alarm according to the clients. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
3000240707-2025-00125, 3000240707-2025-00126, 3000240707-2025-00127, 3000240707-2025-00128, 3000240707-2025-00129, 3000240707-2025-00130, 3000240707-2025-00131, 3000240707-2025-00132, 3000240707-2025-00133, 3000240707-2025-00134, 3000240707-2025-00135, 3000240707-2025-00136, 3000240707-2025-00137, 3000240707-2025-00138, 3000240707-2025-00139, 3000240707-2025-00140, 3000240707-2025-00141, 3000240707-2025-00142, 3000240707-2025-00143, 3000240707-2025-00144, 3000240707-2025-00145, 3000240707-2025-00146, 3000240707-2025-00147, 3000240707-2025-00148, 3000240707-2025-00149, 3000240707-2025-00150, 3000240707-2025-00151, 3000240707-2025-00152, 3000240707-2025-00153, 3000240707-2025-00154, 3000240707-2025-00155, 3000240707-2025-00156, 3000240707-2025-00157, 3000240707-2025-00158, 3000240707-2025-00159, 3000240707-2025-00160, 3000240707-2025-00161, 3000240707-2025-00162, 3000240707-2025-00163, 3000240707-2025-00164, 3000240707-2025-00165, 3000240707-2025-00166, 3000240707-2025-00167, 3000240707-2025-00168, 3000240707-2025-00169, 3000240707-2025-00170, 3000240707-2025-00171, 3000240707-2025-00172, 3000240707-2025-00173, 3000240707-2025-00174, 3000240707-2025-00175, 3000240707-2025-00176, 3000240707-2025-00177, 3000240707-2025-00178, 3000240707-2025-00179, 3000240707-2025-00180, 3000240707-2025-00181, 3000240707-2025-00182, 3000240707-2025-00183, 3000240707-2025-00184, 3000240707-2025-00185, 3000240707-2025-00186, 3000240707-2025-00187, 3000240707-2025-00188, 3000240707-2025-00189, 3000240707-2025-00190, 3000240707-2025-00191, 3000240707-2025-00192, 3000240707-2025-00193, 3000240707-2025-00194, 3000240707-2025-00195, 3000240707-2025-00196, 3000240707-2025-00197, 3000240707-2025-00198, 3000240707-2025-00199, 3000240707-2025-00201, 3000240707-2025-00202.

Event description:
Some device history records were reviewed and nothing was found related to the reported event. Device log history regarding the received pump was reviewed. Several air alarms were identified but although this could confirm the reported event (air in line), those information are insufficient to confirm a quality issue as alarms are designed to inform the user that the infusion needs to be attended. One reported device and 5 defective air sensors were received in brézins for investigation. A lengthy investigation into event was carried out by the r&d team. It has been shown that the air detection levels of the last soft (sw. 4.2 and 4.3) have been lowered in order to better detect small bubbles (<10l) which works very well with new versions of air sensors. The issue is that with slightly older air sensors, the detection threshold is too close to the limit, too sensitive. Therefore, several actions are being carried out. An fsn has been sent, dealt by the event, fresenius kabi recommends to all customers: ·when relocating pump stations, always move the rolling stand itself, rather than pulling on the tube sets. ·when installing tube sets, to use the hook on the left side of the pump housing to secure the tube set and keep it in place throughout the infusion. A software correction to prevent from these false air alarms is in preparation, dealt by the event and ccr. A hardware investigation is also underway on the air sensors in the field via CAPA. We remind you that before upgrading, it is important to follow the tsb0455. This complaint is considered as valid, and the root cause is related to a software issue. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: abnormal.